Event description:
It was reported that during a shoulder procedure using a speedlock implant with inserter handle, the sutures broke upon tensioning. It was necessary to drill a new bone hole and open an additional speedlock implant to complete the procedure. There were no significant delays or pt complications reported as a result of this event.